Event description:
The device was being used to treat a pt. The device was connected to the pt and external pacing was initiated. Reportedly, the device operated properly for a short time then allegedly displayed a connect ra message. The pacing and ECG leads were checked, however the connect ra lead message persisted. The pt details and outcome were not reported.